Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note 1: manufacturer contacted customer in a follow-up call on 28-dec-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that he had contacted his doctor who had advised customer to return to taking his original diabetes medication. Note 2: manufacturer contacted customer in a follow-up call on 09-jan-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and test strips were opened six months prior to call (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The customer reported symptoms of dizziness, dry mouth and fever; customer stated he has been experiencing this for the past three days. Customer stated he was going to contact his doctor.